Event description:
Edwards received notification a patient died following minimally invasive mitral valve surgery (mis) during which arterial canula was used. Per the surgeon, the cause of death was right and left ventricular failure probably because of poor myocardial protection due to underestimated right coronary artery stenosis. The surgeon noted the first dose of cardioplegia required a larger than normal volume (1liter was administered instead of 300-400cc) and the cardioplegia took longer to administer than usual, but the surgeon assumed this was due to the right coronary artery stenosis. The surgeon indicated the arterial canula positioned well and the balloon pressures documented at every fifteen (15) minute intervals throughout the first cross-clamp were acceptable. First cross-clamp time was over four (4) hours. Total cross-clamp time for the case was unknown. Only antegrade cardioplegia was used. Prior to surgery, the patient was diagnosed with stenosis of the right coronary artery and mitral valve insufficiency. Treatment was planned in two stages. The patient was first to undergo surgery to treat the valvular disease and then a few weeks later, he would undergo percutaneous coronary intervention. The surgical team felt this patient was an appropriate candidate for mis intervention. The patient¿s pre-op ventricular function was good. During the mitral case performed via thoracotomy approach, mitral valve repair with an annuloplasty ring was unsuccessful due to residual valvular incompetency. After the initial repair attempt, it became clear that the issue was not a p2 prolapse but a prolapse of p1 and also a slight prolapse of the anterior leaflet. A triangular resection was done in the prolapsed p1 zone followed by implantation of the annuloplasty ring. Echo showed that the result of the repair was not satisfactory, as the anterior prolapse became more significant. The surgeon added artificial chords on the anterior leaflet. Echo evaluation showed a leak on the side of the ring described as insufficiency at a2. The surgeon decided to go back on pump. The ring was removed and replaced with a pericardial valve, but pvl was observed on echo on the same side of the valve as the unsuccessful ring repair leak. The surgeon reinitiated full bypass support to treat the pvl with placement of a few additional sutures extending bypass time by forty (40) minutes. The pvl was resolved. Upon closing the thoracotomy, the patient became hemodynamically unstable. Right and left ventricular failure were noted. The case was urgently converted to sternotomy and the surgeon performed coronary artery bypass grafting (CABG) of the right coronary artery. Several attempts to wean bypass were required to completely wean off bypass after the CABG. The patient transferred to ICU where he expired on the day of surgery.

Manufacturer narrative:
Device not returned. There was no allegation of device malfunction in this case. The minimally invasive surgical treatment of this patient's mitral valve in addition to the patient's underlying coronary artery disease may have been contributing factors in this patient's death. A root cause for the reported incident could not be determined. Based on the information received, it does not appear to be related to this edwards device.

Manufacturer narrative:
A review of the device history record (DHR) revealed no non-conformities related to the device.